Event description:
It was reported that the patient presented with redness and pain in the scrotal area due to infection. He was placed on gentamicin and vancomycin two days prior to the removal of the penile implant. The patient has history of uncontrolled diabetes and does not manage his diabetes well. As an intervention, the entire inflatable penile prosthesis system was removed, and the area was washed with antibiotic-containing solution (gentamicin and bacitracin). There was no new implant placement and no further surgery planned. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.